Manufacturer narrative:
The return included pybpa with a fractured hex. The bevel of the abutment where it sits onto the implant did not appear to be overpolished.. The hex segment was returned for examination and no signs of overtoqueing were apparent. The abutment was attached to a crown with a captured pxas. The screw could not be removed as the thru hole into the crown was blocked. The pxas screw was not fractured. It is not clear if the failure is a result of excessive forces applied to the prosthesis during use. No information was provided on patient's habits to clarify the conditions under which the abutment has fractured.

Event description:
Abutment hex fractured.